Manufacturer narrative:
This event is confirmed as a use related error, as the device was well within the date of expiry when provided to the facility in 2013. The IFU notes that a ¿traceability label is attached to every prosthesis package which identifies the type, size, and lot number of the prosthesis. This label should be affixed to the patient¿s permanent record to clearly identify the device which was implanted.¿ note: the traceability label also includes the lot expiry date. The IFU also instructs the user to inspect the package prior to use. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Due to privacy laws in (B)(6), the customer has not provided any patient details. Remains implanted.

Event description:
It was reported that on (B)(6) 2017 the patient was implanted with a bard soft mesh. As reported it was later discovered that the expiration date on the implanted mesh device was (B)(6) 2017, showing that the device was over three months past the expiration date when implanted. As reported the device was provided at no charge to the facility by a sales rep in (B)(6) 2013. It was reported that this mesh was not kept in the same location where the current bard consignment inventory is housed. The error was identified via the sticker on the patient record. The hospital has acknowledged the expiration date should have been checked by nursing staff before implantation. There was no reported patient injury and the mesh remains implanted at this time.